Manufacturer narrative:
Device manufacture dates: monitor: 07/14/2014, belt: 06/01/2017. Monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation.  Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure. There was glue in the monitor's electrode belt receptacle, preventing an electrode belt from being connected to the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).